Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (b30 error code) was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, although a conclusive root cause could not be determined, it is likely a b30 error code occurred due to following: - b30 occurred due to circuit board failure. - b30 occurred due to dirt, foreign material adhesion, corrosion, etc. At the connector electrical contacts. - b30 occurred due to abnormal continuity caused by internal flooding. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: - inspection of the endoscopic system - warnings and cautions or precautions olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the subject device displayed a b30 error code (scope communication error). It is unknown when the reported issue was found. There was no report of patient or user injury due to the event.